Event description:
It was reported that during use the stopper is discovered to be damaged with a bd luer lok¿ 3 ml syringe bulk convenience pak. The following information was provided by the initial reporter: it was reported that the syringe stoppered is warped and not straight. When the plunger is pulled back the stopper is not aligned and it is very noticeable.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 9184629. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the stopper is discovered to be damaged with a bd luer lok 3 ml syringe bulk convenience pak. The following information was provided by the initial reporter: it was reported that the syringe stoppered is warped and not straight. When the plunger is pulled back the stopper is not aligned and it is very noticeable.